Event description:
It was reported that an intermate elastomeric device stopped infusing. According to the reporter, the intermate stopped infusing after half of the solution had been infused. The intermate was filled with an antibiotic diluted in 0.9% sodium chloride solution. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.